Event description:
In an article titled "effectiveness, security and height restoration of fresh compression fractures-a comparative prospective study of vertebroplasty and kyphoplasty", 90 patients underwent vertebroplasty or kyphoplasty between (B)(6) 2005 and (B)(6) 2007. Altogether 104 vertebral bodies were treated, 51 with vertebroplasty, 53 with kyphoplasty. The article reported the following events: in 12 of 53 kyphoplasty-treated vertebral bodies, a cement leakage from the vertebral bodies occurred without generating any symptoms. Specifically: one leakage into spinal canal. Five leakages into intervertebral disc. Two leakages into vessel. Two leakages lateral of the vertebral body. Two leakages ventral of the vertebral body. No additional information was reported.

Manufacturer narrative:
Report source: article titled, "effectiveness security and height restoration of fresh compression fractures-a comparative prospective study of vertebroplasty and kyphoplasty" by m. Rollinghoff, j. Siewe, k. Zarghooni, r. Sobottke, y. Alparslan, p. Eysel, k.-s. Delank. (B)(4). Method - device not returned, followed up with author.